Event description:
It was reported that the customer was hospitalized and has been seeing the doctor as well in the last three weeks. It was stated that the customer has been sick with a chest infection. Initially, the caller stated that the customer's insulin pump alarmed motor error during the prime process. Troubleshooting was performed, and the drive support cap appears to be normal. It was stated that the device was exposed to a high magnetic field while having a chest x-ray. Assisted the caller to perform the displacement and self test and passed. Attempted to deliver 7.8 units, but only delivered 3.8 units. It was stated that the customer has been making adjustments in the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.